Manufacturer narrative:
Co's investigation is now complete. H3 and h6: the above codes adequately described the methods, results and conclusion. 86: device history was downloaded and reviewed. 68: history was inconclusive due to inability to get add'l customer info. Complaint could not be confirmed.

Event description:
Unit under infused.